Event description:
The pt's family member called to report this incident. Family member stated that they are unsure of a lot of the details. They stated that the suspect device was reading hi for pt's blood glucose. Pt was not feeling well and the ambulance was called. Emergency medical technician checked their blood glucose on their meter and the result was 50 or 80mg/dl (not sure which). Family member said pt passed out. Pt was given food to raise their glucose. Pt was taken to the hosp. An IV may have been given at the hosp. The suspect device was replaced with new product and authorized for return to the MFR for eval. Glucose control solutions were not used on the system.